Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that cause of patient symptoms were still to be determined. Patient's pump reductions occurred during event ranged by other providers, the hcp's practice had isotope study (B)(6) 2019 and patient was in-house for mylegram and additional evaluation of system. The issue had not resolved. The patient's weight at the time of the event was not documented. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 02-may-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 1024 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had been experiencing return of symptoms for a long time recently. They had the patient on a high dose (higher than what he could previously tolerate) and had been raising the dosage for some time and he was still not under control at all. In the morning the patient was "not good but not bad" but by dinner time he was a "terrible mess" and this was every day. Patient was variable/flex dosing. The issue started all of a sudden (sometime shortly after having the deep brain stimulation (dbs) system implanted). After this they were slowly titrating the dosage down (for about 6-7 months) because the patient was getting better but then suddenly things went out of control and they had to start increasing the stimulation. The patient then needed to have a hip surgery. The "neuro" people were saying it was possible that it had something to do with the after math of the hip surgery. The hip people were saying "no it was the dystonia". The patient's left foot was curled up and turned over. They had discussed their concerns with a previous (retired) hcp who told them that it sounded like the pump catheter had micro-leakage and was wondering what tests could be done to detect that orif others have called to report this issue. The tests that had been done so far show no evidence that there was an issue with the catheter. They have done dye-study and fluoroscopy but the micro leaks would not show on this test so that didn't tell them for sure what was causing the issues. No further complications were reported.